Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and metal contact fell off. It was reported that the customer was replacing the battery and the pump had a blank screen. Troubleshooting was performed and found that the battery cap contacts were damaged or missing, also crack in the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received without a battery cap. Installed a test battery cap and continued testing. The pump was received with a blank display after battery installation due to a misaligned battery tube caused by a crack at the battery compartment, battery compartment cracked at the corner of the belt clip rails and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform a visual inspection. Removed the motor support cap and realigned the battery tube back into place. The pump powered up successfully verifying the misaligned battery tube caused the blank display. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Unable to perform the displacement test due to the removal of the motor support cap. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, stained keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display, cracked battery compartment, and cracked battery tube threads are confirmed. Battery cap damage is unknown due to the pump being received without a battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.